Manufacturer narrative:
Alber gmbh is filing this report as an alber product is allegedly involved in the event. The patient suffered injuries(details about the extend of injuries not known) and needed medical treatment in emergency room.

Event description:
Attorney letter states, "on march 21, 2021 end user / patient was using an alber e-fix wheelchair near the exit at the apartment complex where she lives. Suddenly, the wheelchair stopped working and the end user was ejected from the wheelchair, landing on her elbows. The end user who suffers from muscular dystrophy, suffered injuries to her back, shoulder, hands, neck, hip, pelvis and knees. She was transported to the emergency room for treatment." The model and serial number of the allegedly involved alber product are unknown. No additional information provided.